Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during the procedure when the microcatheter was guided into the mass, the guidewire (subject device) was removed from the anatomy to change the shaping of it. After shaping, it was reinserted, but no torque was applied, and there was concern that the polytetrafluoroethylene (ptfe) coating had peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the guidewire tip was shaped 45 degrees, and the introducer was not used when inserting the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure when the microcatheter was guided into the mass, the guidewire (subject device) was removed from the anatomy to change the shaping of it. After shaping, it was reinserted, but no torque was applied, and there was concern that the polytetrafluoroethylene (ptfe) coating had peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.